Event description:
Medtronic received information that during use of a hollow fiber fusion oxygenator, it was reported that after starting the bypass, the patient was cooled down to 28c. After 7 min. The pressure increased rapidly. Pre oxy:501mmhg, post oxy: 150mmhg, deltap:451, flow:4,1l. The patient had received 400e/kg heparin. With an act value of 452sec. They started the bypass. On bypass the act was 692sec. 10,000e heparin was in priming solution and after starting the bypass they added another 5000e heparin to the machine. Priming solution: 1000ml jonosteril, 250ml mannitol and 10.000e heparin. No pre and post oxy temperature measurement. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no leak associated with this report. There was no blood loss and no transfusion was required.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per tr4250. Testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 200 mmhg blood side pressure drop. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.